Event description:
Patient reported "developed bia-alcl a form of cancer resulting from breast implants." On an unknown side. The status of the device is unknown. Histopathological markers of cd30+ and alk- has not been provided.

Manufacturer narrative:
Histopathological markers of cd30+ and alk- has not been provided. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient reported "developed bia-alcl a form of cancer resulting from breast implants." On an unknown side. The status of the device is unknown. Histopathological markers of cd30+ and alk- has not been provided.